Event description:
It was reported that this patient with this newly implanted pacemaker was hospitalized in the intense care unit a few days after implant, in which possible right ventricular (rv) loss of capture (loc) was observed. There were many atrial tachy response (atr) episodes, along with pacemaker mediated tachycardia (pmt) episodes. There was a rise in rv pace impedance measurements remaining with normal range. It was unclear what this patient's symptoms were. It was noted the rv lead could possibly be dislodged. Technical services (ts) discussed troubleshooting options including reviewing chest x rays. Additional information is being requested from the field. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted pacemaker was hospitalized in the intense care unit a few days after implant, in which possible right ventricular (rv) loss of capture (loc) was observed. There were many atrial tachy response (atr) episodes, along with pacemaker mediated tachycardia (pmt) episodes. There was a rise in rv pace impedance measurements remaining with normal range. It was unclear what this patient's symptoms were. It was noted the rv lead could possibly be dislodged. Technical services (ts) discussed troubleshooting options including reviewing chest x rays. Additional information is being requested from the field. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received that the rv lead was dislodged confirmed via imaging. A revision procedure was performed in which the rv lead was surgically abandoned, and a new rv lead was implanted. This patient will be followed up with in the future. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.